Manufacturer narrative:
(B)(6). The actual device was not available; however, a video and photo of the sample was provided for evaluation. During the visual inspection of the provided video, an external fluid leakage at the connection header/housing was visible. The reported failure was confirmed. On the provided photo only the label was visible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyflux 14l had an external fluid leakage that was observed at the cap of the cartridge during patient use. There was patient involvement but no patient injury and no medical intervention associated with this event. No additional information is available.